Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged battery charging issue was verified; however, the alleged battery incorrectly displayed could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery gauge was fluctuating and after receiving low power alerts, pump shut off. Battery could not be charged. Customer¿s blood glucose level was 216 mg/dl. The customer reverted to an alternate method of insulin therapy.